Event description:
Home patient (hp) reports disconnecting empty solution bag on heater line spike of homechoice set and re-spiking full solution bag onto same line in dwell 1/1 of automated peritoneal dialysis treatment. Hp then discontinued treatment and performed a manual exchange. Hp reports no injury or medical intervention as a result of incident.